Event description:
Customer reported excessive no delivery alarms on her insulin pump. She stated she had a big increase in blood glucose. When she took out the infusion set, the needle was bent. Customer changed infusion sets and her device alarmed no delivery during prime/ customer's blood glucose is 400 mg/dl. She treated with a manual injection. The connection was verified. Insulin exited the tubing when manually pushed. Customer ran a manual prime and the device did not alarm no deliver. Customer was advised the device is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).